Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, minor scratches on lcd window. No frozen screens anomalies were noted.

Event description:
It is reported that the patient has a button error on their insulin pump. There is no response from the screen. Patient's blood glucose level is at 140mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).